Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed and no anomalies were found. No issue was identified that required full analysis. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Concomitant medical products: 5076, implantable pacing lead, (B)(6) 2010; 5071, implantable pacing lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that the device migrated to the patient's side. The physician elected to implant a new device and remove the migrated device. No patient complications have been reported as a result of this event.